Manufacturer narrative:
Any device malfunction during treatment can potentially lead to a user electing to perform a repeat endometrial ablation, which can pose a serious risk to health. Labeling for the cerene cryotherapy device states that the "treatment status and next steps" for error code 377 is "uterus partially treated, end procedure, do not re-treat." No injury or adverse events were reported.

Event description:
The physician initiated treatment with the device and 17 seconds into treatment, the device indicated error code 377. The device was removed from the patient. Venting was initiated but the device indicated it was not safe for disposal. It was noted that the patient had no adverse event and was discharged. Investigation of the returned device indicated that improper installation of the guide tube led to kinking and weakening of the nitrous oxide delivery line and insufficient flow of nitrous oxide into the liner.